Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued to use current pump for insulin therapy. Customer¿s blood glucose level was 300 mg/dl.

Manufacturer narrative:
Remove MDR codes: 4114, 3221, 67remove MDR codes: 4114, 3221, 67.